Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) was difficult to unfixate. After successfully unfixating, the helix on the lp was distended. The lp was removed and a different lp was used to complete the procedure. The patient was in stable condition.